Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter and phone#), e2, e3, g2, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: event site state: (B)(6); phone number: (B)(6). Getinge field service engineer (fse) found when the machine was turned on, it was found that it could not start normally, and the indicator light flashed and went out. It was found that it was because the compression pump was stuck, causing the motor drive board to fail, and eventually the power module was protected and could not start normally. Therefore, it was judged that the compression pump and motor drive board were damaged and needed to be replaced. Replace the compression pump and motor control board. The power-on test was normal, and the balloon connection test was normal. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Due to character restrictions in site name: the first affiliated hospital of (B)(6) medical university due to character restrictions in telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, before use, when the cs100 intra-aortic balloon pump (iabp) unit was turned on, it was found that it could not start normally, and the indicator light flashed and went out. There was no patient was involved.